Manufacturer narrative:
A powerflex pro 4mm x 4cm x 135cm percutaneous transluminal angioplasty (pta) balloon catheter was used; but it ruptured at 4 atmospheres (atm). Therefore, it was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 82148335 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿balloon~ burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that handling and procedural factors such as vessel characteristics (although unknown) may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 4cm x 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used; but it ruptured at 4 atmospheres (atm). Therefore, it was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The device will not be returned for evaluation due to patient's infectious disease.